Manufacturer narrative:
This report is for an unknown constructs: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hockman, t. Et al (2020), effects of gamification on surgical duration and outcomes in patients undergoing fixation of intertrochanteric hip fractures, journal of surgical education, vol. Xx (xx), pages 1-6 (USA). The aim of this retrospective, cohort study is to compare operative time, radiation exposure, and postoperative complications in patients with intertrochanteric hip fractures who were treated surgically with long cephalomedullary nails using gamification methods compared to traditional surgical education techniques. Between january 1, 2010 to january 1, 2019, a total of 148 patients were included in the study. These patients were divided depending on the technique used: standard method with 114 patients (45 male and 69 female) with a mean age of 73.9±13.0 years, and the gamification technique with 34 patients (12 male and 22 female) with a mean age of 71.6±17.8 years. Surgery was performed using a synthes tfn-advanced long cephalomedullary nail. The average patient follow-up was 8 months. The following complications were reported as follows: standard method group: 5 patients had surgical site infection. 2 patients had deep venous thrombosis. 4 patients had delayed implant removal. 5% of the patients had nonunion. 2 patients had an implant failure or cut-out. Gamification group: 2 patients had delayed implant removal. 3% of the patients had nonunion. This report is for an unknown synthes tfna constructs. This is report 1 of 3 for (B)(4).